Event description:
User alleges that when tranfusing blood products to a pt the small bubbles do not vent and these swirling bubbles trigger the clamp repetitively. This happened repeatedly when new gas vent filters were installed and limited the volume they were able to give a critically ill pt.